Event description:
The company was informed that the pt was losing magnet strength. The addition of magnets to the device did not resolve the issue. Surgery to test the magnetic adherence will be scheduled.